Manufacturer narrative:
This supplemental report is being submitted to provide corrected information based on the legal manufacturer's final investigation. Corrected fields: g3.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5.

Event description:
The issue was identified during a therapeutic procedure. There was no delay reported.

Event description:
The issue was identified during a therapeutic, ureteroscopy procedure. There was less than a 10 (ten) minute delay reported. The procedure was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event of 'fiber tip break' is due to shipping damage as no issue was identified at the customer location. The device was shipped multiple times prior to being received at the customer lab without note of a break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the fiber has a missing distal tip. The connector of the device does not have any visual physical defects and the fiber shaft/ body does not have any visually apparent physical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 200 micron tfl single use fiber was not working well. The device beeped and displayed an error code stating, ¿plug in approved fiber¿. The device then locked out. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the fiber has a missing distal tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.